Event description:
The physician reports attempting cataract surgery with implantation of the li6aor intraocular lens using the ez-28 delivery device . During lens insertion, the capsule was damaged and the lens was not used. Additional info has been requested. If additional info is provided, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently undergoing eval. Results will be communicated to FDA in a supplemental report. (B)(4).